Manufacturer narrative:
Unable to prime during prime/delivery test due to faulty force sensor resistor. Insulin pump passed rewind, basic occlusion and displacement test. No motor error alarm noted. Motor passed motor test. Unable to confirm excessive no delivery alarms due to prime anomaly. Pump received with cracked battery tube thread and cracked reservoir tube lip noted. Unable to confirm belt clip anomaly due to pump received without belt clip.

Event description:
Customer reported via phone call to have received a no delivery alarm and motor error alarm. Customer's blood glucose was 239 mg/dl. During troubleshooting, alarm history showed that customer received two motor error alarms. Customer was able to complete rewind. Customer was advised that insulin pump would need to be replaced.